Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of blood results reading "hi." Ran blood test hi. No adverse event reported.

Manufacturer narrative:
Internal report number (B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/07/2014).